Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and date and advised monitoring for any recurring issues. If further discrepancies are noticed, the caller was instructed to follow up with technical support.